Manufacturer narrative:
For the incidents involving an unknown lot number, a production history review could not be completed. Based on the investigation results, a cause related to the needle manufacturing process could not be determined. We confirm that all results for engagement force are measured as part of a final test prior to release to the market to ensure the product complies with specifications. Smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes. We recommend that the user follow the recommendations for use, which are unique in recommending the user ¿push firmly when attaching the needle to the syringe.¿ the clip acts as an indicator that suitable force has been applied to engage the needle hub. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: following patients appointment, writer trailed connecting the same needle brand/ size to the same syringe brand/ size. It was noted the needle was consistently problematic to thread with the syringe top. Additional info received on 08-aug following the incident, I attempted connecting the same type of needle from storage to the same type of syringe, using water to check for leaks or any faults. With all 4 needles tested with water, I noticed each needle was difficult to thread to the syringe.